Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not infusing the proper amount. There was a delay in infusion therapy; adverse patient effects are unknown.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was not duplicated. The pump was put through delivery accuracy testing and the device delivered within range of specification. The device also had a dented upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal, and the pump passed all functional tests and performed as intended after repair.